Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments pitch up/down cable was frayed at the distal clevis hub. The frayed strand stuck out at the wrist. The other cables at the wrist were not damaged. The instruments pitch cables were frayed. Failure analysis investigation also found the distal end of the main tube had various scratch marks with light material removal. The scratches were .063 - .12 in length and not aligned with the tube axis. The deep scratch damage may have been likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states:general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to a da vinci surgical procedure, it was noted that a frayed cable was sticking out of the fenestrated bipolar forceps instrument. No missing or fallen pieces were reported.